Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: d-evprop2329us, serial/lot #: 0010697502, ubd: 27-may-2023, UDI#: (B)(4). Product analysis: the valve remains implanted, the dcs was discarded, and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, prior to full deployment the valve was recaptured within the delivery catheter system for an unknown reason. Three days following valve implant, a cerebral infarction was suspected. Magnetic resonance imaging was performed and confirmed the presence of a cerebral infarction. Rehabilitation therapy was provided. The patient was discharged with double vision remaining. Per the physician, the recapture performed during valve implant may have contributed to the cerebral infarction. No additional adverse patient effects were reported.